Manufacturer narrative:
Date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm abdominal aortic aneurysm. The proximal neck diameter measured 27x23.6mmm to 24x27.4mm. It was reported on an unknown date a follow up CT revealed a type ia endoleak. Intervention was performed where an endurant cuff was implanted just below the left renal artery. Fenestration of the right renal carried out. The gap between the cuff and the main body bifurcation was embolised with coils and the type ia endoleak resolved. Per the physician the cause of the event as anatomy related with the proximal neck noted as reverse taper shape and tortuous. No additional clinical sequelae were reported and the patient is fine.